Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests andinspections prior to release.the reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during the procedure the ultrasonic scalpel "quite working." The procedure was extended approximately 30 minutes and the patient was given additional anesthesia. The scalpel was replaced with a bipolar device. The patient did not have any negative side effects from the additional anesthesia and no patient injury was reported.